Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed hardware low levels alarm due to poor solders joints at ambient light sensor on keypad assembly. Device received with scratched case, fading serial number label and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that they received a pump error alarm during autotest and another pump error alarm during normal use. It was also reported that they had low blood glucose was 30 mg/dl. It was reported that they also received several weak battery alarms. The customer was advised to revert to back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.